Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that mesh was implanted on (B)(6) 2009 to treat cystocele stage ii, enterocele stage iii, vaginal vault prolapse stage iii, rectocele stage iii and stress urinary incontinence with concurrent uterosacral vaginal vault suspension, cystocele repair, rectocele repair, enterocele repair, perineorrhaphy and cystoscopy. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: (B)(6)2018. Patient codes: (B)(4)- urinary/bowel problems, recurrence. It was reported that following insertion the patient experienced infection, urinary/bowel problems, fistulae, recurrence, bleeding, neuromuscular problems, and vaginal scarring.